Manufacturer narrative:
The impella devices were not received from the customer and therefore, an evaluation of the devices was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smart assist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ literature volume and authors: christine jiang, pharmd, bcps1 annals of pharmacotherapy 2021, vol. 55(2) 174 ¿180 © the author(s) 2020 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/1060028020944831 journals.sagepub.com/home/aop https://doi.org/10.1177/1060028020944831 , misa stuart, pharmd, bcps1, charles makowski, pharmd, bcps1, douglas l. Jennings, pharmd, facc, faha, fccp, fhfsa, bcps2,3 and long to, pharmd, bcps1.

Event description:
Abiomed complaints department received a publication entitled : "safety and efficacy of a percutaneously inserted ventricular support device purge solution heparin 25 u/ml" which was inclusive of 161 screened patients supported by 2.5, cp. 5.0, and impella rp. Complications noted as bleeding and pump thrombosis: within our study, 2% of patients experienced a thrombotic event involving the pump motor. Of the 63 bleeding events, 35 patients had clinically relevant bleeding (bleeding academic research consortium (barc) 3a and 3b). This report is for the impella rp.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.